Event description:
In 2009, pt had successful implant of a 28-16-120bl bifurcated device, a 34-34-80l proximal extension, and one 16-16-88l limb extension (on the left, extended past the hypogastric) and one 20-25-65s limb extension (on right). The left hypogastric was coiled off; the limb extension landed short on the right. A slight distal type 1 endoleak on the right was left for monitoring. Follow up CT revealed a right iliac aneurysm. Seven months later, the pt was treated with an additional 16-16-88l limb extension, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.